Event description:
It was reported that the pump display was experiencing a pixel issue, and the customer could not interact with the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.